Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was inspected and a cable found broken. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. No damage or anything out of the ordinary observed. Suturing was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. No issues related to opening/closing of the grips, left/right (yaw) motion of the grips, up/down (pitch) motion of the wrist. A cable was visibly protruding from the distal end of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage. The complaint was confirmed by failure analysis.